Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 23-year old caucasian female patient underwent primary breast augmentation with two unknown mentor implants. Post-operatively, the patient suffered bilateral breast capsular contractures (baker grade unknown). The breasts were hard. As a result, the patient underwent bilateral breast implant removal surgery on (B)(6) 2021. This medwatch form is for the right breast prosthesis. The product is still unknown and the common device name and procode values are being used for submission purposes only. A supplemental report will be submitted if clarifying information is received.